Event description:
It was reported that during primary hip surgery, the stem was not fitting properly with broach. Surgeon decided to use another stem and broach and completed the surgery without any delays.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown broach. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a seating height involving an anato broach was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: medical records were not provided for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Sales rep clarified the event, that the stem sat too low in the canal.